Event description:
Boston scientific crm received information that this device exhibited battery longevity remaining measurement of four years remaining then less that 0.5 years with the automatic capture (ac) outputs showing 3.5 volts. The device was re-interrogated and with ac outputs at 1.5 volts the device estimated longevity remaining was 2.0 years. To date, no adverse patient effects were reported.

Event description:
This device was explanted nine months later due to normal battery depletion.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
A memory download was received by technical services (ts). Upon engineer review, it was reported that the decreased longevity may be due to ac being in retry and the pacemaker pacing at a higher output level. The field representative will check the longevity remaining at the next clinic visit. The device remains implanted and will continue to be monitored. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but exhibited unexpected changes in the predicted longevity remaining. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.